Manufacturer narrative:
The field service engineer (fse) removed the wash carousel and discovered a fload inside and cleaned the wash carousel and incubator. The fse verified the mixer bearings and rollers and replaced dispense probe #3 and the aspirate probes. The fse primed and performed system check which failed the washed portion. The fse removed the wash pump and replaced the seals and belt. The fse verified the precision pump and reinstalled both pumps. The fse primed and verified alignment then performed a successful system check and quality control. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware, associated with the wash pump seal and belt, is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The affiliate stated the customer reported non-reproducible troponin I (access® accutni) results, for three patients, involving the access® 2 immunoassay system. The customer stated the laboratory has a protocol to re-centrifuge and reanalyze patient samples with elevated troponin results. The customer re-centrifuged and reanalyzed all three patients' samples, on the same instrument, and obtained varied results. The customer stated only one patient's retest result was released to the physician. The customer did not know if patient care was impacted. There has been no report of adverse health consequences to the patient associated with this event. The samples were also sent to a reference laboratory for alternative testing and lower results were obtained for all three patients. The customer then performed levels 1 and 2 quality control (qc) and noted results were elevated. The customer performed assay calibration and obtained an error message, bad fit. The customer then replaced the aspirate probes and performed system check. System check failed with high values for substrate ratio, washed mean, and washed %cv (coefficient of variation). The patients' samples were collected by the emergency room (ER) personnel into 13x75 mm lithium heparin tubes with gel and centrifuged for three minutes in a fixed-head centrifuge, at room temperature. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.